Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of single point load cell #2. A review of the archive data showed multiple ua07 error messages around the event date; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up. The load sensing system detected a weight/load imbalance between the two load cells. After performing load cell characterization, it was determined that single point load cell #2 failed. To resolve this issue, load cell #2 needs to be replaced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaints reported for autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported during a call for a traumatic arrest, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The error code message was noticed when an unresponsive male patient was loaded on the platform. Manual CPR was initiated after the board kept giving them the error. They did not achieve return of spontaneous circulation (rosc) due to the possible internal injuries sustained from the auto-ped accident. The customer did not believe there was a relationship between the death and the alleged malfunction. After the event, when talking to zoll tech support, the customer confirmed the ua07 would be displayed as soon as the device was turned on. The platform was tested with a manikin with the same result.